Event description:
Four screws snapped during surgery in 2000. Only three could be retrieved from the pt. The surgery was extended several hours due to the complications. The pt is described as active.